Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. The customer's blood glucose level was 286 mg/dl at the time of the incident and was treated with bolus through the insulin pump. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. It was reported that the high pressure test was successful. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.